Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged 5030-000 galileo lag screw inserter batch number: 220669 was received for investigation. Visual evaluation of the returned device noted slight wear and tear with faded laser markings. Functional testing was performed with a known good 5031-000 galileo lag screw locking tool batch number: 212675-090 and it was noted that the 5030-000 galileo lag screw inserter would not mate and lock as intended. The sleeve of the 5030-000 galileo lag screw inserter was noted to be damaged during functional testing. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repetitive use. Date of manufacture: 24-aug-2022.

Event description:
On (B)(6) 2024 it was reported by a sales representative via sems-06680482 that a 5030-000 galileo lag screw and a 5031-000 galileo locking tool disengaged when compression was applied resulting in the instruments not locking. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.